Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments or partial displays, white displays, flashing white displays, gray or faded displays, or unexpected display anomalies were noted during testing. Device received with an lcd window that is scratched up. The scratches are minor such that the user is able to read and navigate the menus.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had scratches on the lcd screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not able to read the display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.